Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.

Event description:
Info was rec'd that reported a pt was hospitalized in 2007 due to an incident of diabetic ketoacidosis. Upon admission the pt had a blood glucose of 18-19 mmol/l. The pt was placed on an insulin drip and directed to obtain a replacement. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incident.